Manufacturer narrative:
Product complaint #: (B)(4). Clinical symptoms code: appropriate term/code not available (e2402) used to capture infections. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and all implants were removed. The patient has multiple health issues including cancer. The patient began to have an issue with the knee approximately 3 months ago and by the time he came in, he was grossly infected with a draining sinus. A static spacer was placed after thorough I&d. Doi: (B)(6) 2013, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.